Manufacturer narrative:
This report is submitted on december 08, 2022.

Event description:
Per the clinic, the patient experienced an infection and necrosis at the implant site, exposing the receiver/stimulator. The patient was treated with oral antibiotics; however, the issue could not be resolved. Subsequently, the device was explanted on(B)(6) 2022 and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 20, 2023.